Event description:
Cardizem drip started for onset of a fib, per dr's orders at 0200, (100 mgm in 100 cc/1 mgm per cc) to infuse at 10 mgm hourly. The drip was started at 0235, vtbi set at 86 and rate set at 10. At 0500, the nurse heard the pump alarm and when it was checked, the vol. Had been infused and the infusion was complete. The rate was checked on the pump at this time and it showed 10.